Manufacturer narrative:
(B)(4) batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an endometriosis procedure, the rubber from the tweezers tip detached, staying in the abdominal cavity of the patient. The tip has been removed and the product replaced. No patient consequence reported.